Event description:
Model db-225l lot 10902 diamondback oad device was reported to have several guidewire breaks that were recovered during an orbital atherectomy procedure. Broken guidewire sections were recovered via medical-catheter intervention by the physician with the exception of 1 piece of guidewire (the tip) left in the patients ankle. The remaining tip portion left within the patient was deemed to be not a significant impairment to the patient by the physician.

Manufacturer narrative:
See scanned pages.